Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The f-38 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.